Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 620743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, uti, vaginal discharge, ovarian cyst, flank pain, cystitis and vaginal swelling. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 620743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, uti, vaginal discharge, ovarian cyst, flank pain, cystitis and vaginal swelling. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.